Event description:
It was reported that the 9600+ system will not boot. It was noted that a check sum error is presented. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the sram card. The system was tested and found to be working as intended, and placed back into service.